Event description:
It was reported that, "revised patient due to infection, after washout."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 6260-9-240, lot# eekmkd, description: v40 cocr lfit head 40mm/+4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.